Manufacturer narrative:
The purpose of this medwatch is to document this event because the distal tip of a suture grasper fell into a patient¿s body. At this point in time no revision surgery has been performed. A batch history review can¿t be done because a lot/batch number was not provided. At this point in time, no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
During surgery, the tip of the product had become deformed, after the doctor removed the product from patient body, the tip of the product was found missing. At the end of the surgery, it was found through x-ray that the tip of the product remained in the patient¿s body. The time of the surgery was extended by 30 minutes. No revision surgery has been performed yet.